Event description:
It was reported that the patient was found unresponsive by a family member. The pump parameters were stable, and no alarms were reported. The patient was subsequently intubated and transferred to the hospital. A computed tomography scan was performed and showed an anoxic brain injury with no intracranial hemorrhage. The account communicated that brain death testing was done by neurology. The patient was pronounced deceased, and the device was turned off. It was noted that the patient had been non-compliant with checking their international normalized ratio (inr) and had not checked their inr in 3 months prior to death. The patient¿s inr was reportedly over 10 upon arrival to the emergency room. The patient¿s outcome was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to hypoxic brain injury.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.